Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in an anastomosis shunt in a moderately tortuous and severely calcified vessel. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during initial inflation at 20 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).